Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. G1: (B)(6).

Event description:
It was reported the gastrointestinal videosocpe distal end burn. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the tip cover is burnt. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: this is presumably due to the use of a hf instrument without a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use which state: events 1,2 can be detected and prevented according to the following ifus 3.3 endoscope inspection: 4.3 using endo-therapy accessories: should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.